Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms one of the cutting block post tabs have fractured off. The broken piece was not returned with the device. The device exhibits significant signs of wear/usage. A medical investigation was conducted and confirms this case reports that during a tka, the femoral cutting block broke while removing. Per complaint details, there was no patient injury and the procedure was completed without delay, using a backup device. Therefore, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tka procedure the block broke when removing, where slaphammer goes around. The procedure was completed without delay with an smith & nephew backup device.